Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. A shaft tear was observed and the leak and failure to deploy were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a 2.75x15mm xience xpedition stent delivery system (sds) advanced to the mid left anterior descending (lad) coronary artery lesion. During stent deployment attempt, the balloon would not inflate. The sds, containing the un-deployed stent, was removed from the patient's anatomy without reported issue. Once outside the anatomy, the blood inside the balloon was observed. Another sds was used in replacement. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.